Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 199 mg/dl. The customer removed the pump and reverted to using insulin injections to manage diabetes. The customer then loaded the pump with new supplies and insulin delivery was resumed. The customer was currently using the pump to manage diabetes.